Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/07/2016. Date of follow-up report : 02/09/2016. The investigation found the tip of the jaw was cracked and the overmold had broken off exposing the underlying metal. The jaw was damaged as if the surgeon used the tip to pry hard material or inadvertently grasp a metal object. Scratches were noted on the seal plate at the tip of both jaws as well. The investigation identified the root cause of the reported event to be rough handling by the user. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a portion of the jaw broke off during a lobectomy. No material fell into the patient's cavity and there was no injury.